Event description:
New information received notes the patient presented in the emergency room with syncope after being found on the floor passed out. Emergency medical services performed emergency resuscitation successfully on the patient. Upon interrogation, reproducible noise was noted with pocket manipulation. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of session records. The device was tested on the bench and no anomalies were found. The cause of the reported event could not be determined.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.